Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damaged electronic assembly. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. .

Event description:
Information received by medtronic indicated that the customer was swimming and there was cracked on the side of the battery compartment. Customer reported that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.